Manufacturer narrative:
The hm3 lvas instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report that one of the leaflets of the tunneling adapter broke off and was lost in the driveline tunnel during the implantation of the lvad was confirmed through the evaluation of the returned part. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. Minor additional damage was observed along the edges of some of the remaining leaflets. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day.  The patient remains ongoing with the device. However, the tunneling bullet was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implant, a flange of the tunneling adapter broke off inside the tunneling track in the patient. The patient is recovering post lvad implant and the plan is to continue monitoring. No additional information was provided.